Event description:
It was reported that the ventilator generated technical error codes for power error and open safety valve. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes for power error and open safety valve during user setup. The field service engineer confirmed the error codes in the device logs and replaced the dc/dc & standard connectors printed circuit board (pcb) according to recommendations in the service manual. The ventilator was cleared for clinical use after functional and electrical safety tests per factory specifications. The dc/dc & standard connectors pcb was returned for investigation. The evaluation of received device logs confirms a single occurrence of the reported technical error codes together with an apnea alarm on (B)(6) 2020 the date of event. The last pre-use check before the incident passed two months earlier. When ventilation was started on the date of event, the ventilator had been on standby for almost two months, occasionally powered by battery power. A visual inspection of the returned dc/dc & standard connectors pcb did not reveal any defects. The dc/dc & standard connectors pcb was installed in the reference ventilator. Two pre-use checks passed initially and simulated use test ventilation ran for more than two days without any deficiency noted. The conclusion is that the reported issue could be confirmed in received device logs but not during laboratory tests. The returned dc/dc & standard connectors pcb worked as expected during the investigation.

Event description:
Manufacturer's ref #: (B)(4).